Event description:
It was reported that this pacemaker was not working. The patient feels like a bee string on the left side of the incision every now and then. Boston scientific technical services (ts) recommended to coordinate with the physician for evaluation of symptoms. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.